Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 221 mg/dl (retest) tests were done within 10 minutes with a difference of 46%. Pt did not experience any adverse events. No further info has been reported. Reported issue notes only provide one test reading. Potential medical notes a vairance of 46%.